Event description:
Additional information was received indicating loss of pacing was noted on the device. The patient was in stable condition.

Event description:
It was reported that an unspecified anomaly occurred regarding the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.